Manufacturer narrative:
Article citation: miranda, p., moita, f., vargas moniz, j., & rodrigues dos santos, c. (2022). Breast implant-associated anaplastic large cell lymphoma: two distinct clinical presentations. Acta médica portuguesa, 35(13). Https://doi.org/10.20344/amp.16578 (B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: thoracic pain and a pleural effusion.

Event description:
Journal article titled "breast implant-associated anaplastic large cell lymphoma: two distinct clinical presentations" reported a patient diagnosed with bia-alcl in the left breast. Histopathological markers have been confirmed. Patient presented with thoracic pain and a pleural effusion was diagnosed by computed tomography (CT)-scan. The thoracocentesis fluid at that time was negative for neoplastic cells. There were also two left pleural nodules and "a locally advanced disease with periprosthetic fluid, capsular enhancement and mass-forming component, which invaded beyond the capsule and extensively infiltrated the homolateral chest wall with axillary and internal mammary chain lymphadenopathies". The pathological examination revealed a large cell anaplastic lymphoma, cd30 positive/alk negative, present in the axillary (extranodal) soft tissues, in the serous effusion and in the luminal side of the capsule, which was compatible with bia-alcl clinically stage IV (t4n2m1). The implant was removed, and the multidisciplinary team decided to proceed with complete chemotherapy with cyclophosphamide, etoposide, vincristine and prednisolone (ceop).